Manufacturer narrative:
The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The customer returned two opened probes, which were received with tip protectors. Sample #1 was visually inspected and found to be non-conforming with dried white foreign material along the probe needle. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. Sample #2 was visually inspected and found to be non-conforming with the needle slightly bent and foreign material on the port face and along the probe needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for actuation and aspiration, and was non-conforming for cut. Sample #2 was then disassembled and the components inspected. The degree of wear could not be determined, as the visual standards have not been established at this time. The inner cutter was observed to be slightly bent. Wear marks were observed on the inner cutter. Gouge marks were observed at the cutting edges and several other locations along the inner cutter. A review of the probe device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. . All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The root cause of the reported event cannot be determined conclusively. The most likely root cause for the probe cut non-conformance is from the bent needle and bent inner cutter. A bent needle and inner cutter can affect the quality of the cut performed by the probe. The exact root cause of the bent needle and bent inner cutter cannot be determined. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported cutting failure during a surgical procedure. It is unknown whether there was aspiration. The console was exchanged to complete the surgery. There was no patient harm.